Manufacturer narrative:
Implantable neurostimulator (ins): model 37702, serial # (B)(4), implanted: 2011 (B)(6), explanted: unk.

Event description:
It was reported that the first lead that was tried to be positioned was damaged upon insertion. Additional information has been requested, but was not available as of the date of this report

Event description:
The device will not be returned to the device manufacturer due to the hospital's internal procedures.